Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
Customer reported via phone call that the insulin pump alarmed motor current sensor error detected. Blood glucose value is unknown. Customer was advised to place a pen in the reservoir compartment; she received a no delivery alarm and then a motor error. The insulin pump got stuck in motor error and customer was unable to continue troubleshooting. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.